Manufacturer narrative:
Ge healthcare investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Unique identifier: (B)(4). Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
The hospital reported a patient connected to an r860 carescape when the exhalation valve detached from the anesthesia machine causing a patient circuit disconnect. Reportedly, the patient desaturated and coded before being resuscitated by the clinician. Ge healthcare will submit a follow-up report when the investigation has been completed.

Manufacturer narrative:
Ge healthcare's (gehc) investigation has been completed. Evaluation by the gehc field engineer found that the exhalation valve assembly (eva) was not damaged and the latch functioned as expected as outlined in the user reference manual (urm). When the proper urm assembly steps are followed, the eva will be sufficiently latched and has no potential to fall out if bumped. Additional testing on the returned manifold proved that the critical contributors to eva-latching difficulties were not contributing factors to the patient-desaturation. Per the onsite visit at the customer site, it appears the customer has taken preventative measures following the eva-disconnect event including labeling machines to check eva latching.